Event description:
During the procedure the resistance was experienced when the subject device (9th coil) was advanced in to the microcatheter. It was reported that the coil stretched and detached inside the microcatheter upon retrieval. Therefore , it was removed altogether with the microcatheter and procedure was completed. There were no patient consequences reported due to the event.

Manufacturer narrative:
Expiration date: added. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was stretched, broken, tangled and prematurely separated (physical break at the detachment zone). In addition, the delivery wire was kinked due to handling. It is likely that the main coil was damaged and broke during use. As it was reported that a 0.21 ID microcatheter was used. As per the dfu "target xxl detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters with a 0.48 mm [0.019 in] internal diameter". The microcatheter used has a larger internal diameter than recommended which is likely to have contributed to the reported events. An assignable cause of use error will be assigned to the reported and analyzed damage to the main coil, as the investigation confirms that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
During the procedure the resistance was experienced when the subject device (9th coil) was advanced in to the microcatheter. It was reported that the coil stretched and detached inside the microcatheter upon retrieval. Therefore , it was removed altogether with the microcatheter and procedure was completed. There were no patient consequences reported due to the event.